Event description:
Patient developed "blisters" after a laser procedure to a mature surgical scar (status post - 10 yrs surgical procedure). The patient presented 18 days status post laser procedure, with brown eschar in the area where the procedure was performed.